Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 40 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to hospital meter. Customer visited hospital for a surgery unrelated to blood glucose results. Blood test performed on (B)(6) 2015 fasting before going to hospital with result of 59 mg/dl. Blood test performed with hospital meter and result was about 200 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
Product returned, but evaluation is in process. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she feels lightheaded and stated that she knows she has to eat. The customer denies requiring medical attention. Customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 08/29/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 59mg/dl, (B)(6) 2015, 08:07:00 am, fasting: yes; 57mg/dl,(B)(6) 2015, 08:05:00 am, fasting: yes; 205mg/dl, (B)(6) 2015, 10:22:00 am, fasting: no; 105mg/dl, (B)(6) 2015, 12:54:00 pm, fasting: yes; 239mg/dl, (B)(6) 2015, 03:36:00 am, fasting: no.